Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a broken screw on the centrimag motor was confirmed. The centrimag motor, serial (B)(6), was evaluated at the service depot. The set screw was unable to be turned and showed signs of scratched metal. The motor cable was observed to have incidental finding of kinks. The motor was forwarded to product performance engineering for further analysis. During visual inspection of the centrimag motor, the set screw was observed to not turn, and the cable had kinks. The cable was tested for continuity and insulation and passed all tests. The centrimag motor was connected to a test centrimag console, and the motor operated the pump as expected even when the cable was manipulated. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed for the centrimag motor (serial number: (B)(6) ) and the motor was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during preventative maintenance, when doing a visual inspection, damage to the security screw of the centrimag motor was found. The motor screw was stuck in place and would not turn.

Manufacturer narrative:
Section d4 (model number, catalog number, primary unique device identification (UDI) number): correction section d9: correction section g4 (PMA/510(k) #): correction section g8 (MFR report number): the first part of the manufacturer's report number should be 3003306248 instead of 2916596. Section h6 (health effect - impact code): correction no further information was provided. The manufacturer is closing the file on this event.